Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the occlusion dial on the arterial pumphead was broken. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.